Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. Philips technical support recommended replacing the central processing unit (cpu). The customer replaced the cpu and the unit was tested. The unit passed the functional verification procedures.

Event description:
Customer reports backup alarm failed (ec 1104). No patient/user harm reported. Event date not specified; estimate used.